Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which caused oversensing in the vf with extended pauses in pacing. This patient is pacemaker dependent; therefore, a revision procedure was to be performed in the near future. Subsequently, additional information was received that this rv lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This rv lead was capped and abandoned, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated and an amended report submitted.